Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, patient ventricular fibrillation arrested and was placed onto venoarterial extracorporeal membrane oxygenation. The next day, patient had a few suction events related to torsades which required defibrillation. A few days later, purge pressure was high with a blockage of the purge system. The patient was successfully weaned and survived.